Event description:
The physician attempted arteriotomy closure with the perclose a-t device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery, which was a "good" size. It was reported that the physician encountered "some" resistance during the insertion of the device. The foot of the device was deployed, the needles were deployed and then the foot was parked without difficulty. The physician discovered that the device could not be removed. It was reported that the physician manipulated and wiggled the device in the attempt to remove it. After multiple unsuccessful attempts were made, the physician performed a femoral angiogram and discovered that the device was broken in two pieces. The patient was taken to surgery for device removal. The surgeon confirmed that the device was broken into two between the sheath and the distal guide. The patient was discharged home after two days and is reported to be doing "fine" to date.